Manufacturer narrative:
(B)(4). Cracked reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display screen was cracked. The blood glucose reading was not known. Nothing further was reported.